Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that the pump made a weird noise when she rewound the pump. The customer stated that the reservoir will not lock in place. The customer mentioned that the reservoir twisted when she rewound the pump. The customer stated that there was no damage to the pump. The customer will be sent a replacement pump. The customer will return the pump for analysis.